Event description:
Emt's responded to a person condition not reported. According to the rptr, when the pt was connected to the device with disposable defibrillation/ECG electrodes, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. A 3 lead ECG pt cable was used and the pt transported to the hosp while a backup defib cable was called for. When the backup defib cable arrived and was used, the device operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.